Event description:
The handle to the inserter was broken. The piece broke off and fell to the floor.====================== manufacturer response for apical and posterior prolapse repair system======================rep has been called.